Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with label damage. After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. Customer's parent stated the battery was removed and the pump was shut off for a while, but the issue was not resolved. Customer's parent confirmed that pump was dropped from a distance of less than half a meter and no physical damage occurred. Customer¿s blood glucose was 300 mg/dl which was treated with manual injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.